Event description:
The reporter stated that there was a complaint on the device with an unk lot number and no product for return. The customer in (B)(6) reported that the biopatch was used at catheter insert area of the epidural anesthesia (sacrum) on oct 4. About 40 hours later (oct 6), the pt had a circular shallow ulcer around the biopatch. The surgeon said that the pt had sensitive skin so that he might be hypersensitive to chlorohexidine. The surgeon thinks the anesthetic, (0.2% anapeine) might leak from the catheter insert area. As other possible cause, the biopatch might interact with anapeine and affect to this ulcer. The surgeon also said that a regional medical treatment was needed for the pt, but the plan is not determined yet. Additional info and possible lot numbers involved have been requested from the user facility.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received or eval. An investigation has been initiated based upon the reported info.